Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.